Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed the data/histories for the event were overwritten due to continuous use. The original complaint was unable to be duplicated. There was no rewind issue observed in the available black box/ alarm history. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no rewind issues duplicated. The pump cover was removed and there was no evidence of damage on the motor flex connector. There was no internal moisture found on the printed circuit board or other internal components. (B)(4).